Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:47:52. During night drain cycle four, the patient's ultrafiltration reading was 1209ml, indicating the home patient (hp) drained 1049ml more than their maximum programmed fill volume of 1600ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1261 ml during therapy initiated on (B)(6) 2012 at 21:47:52, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the cycle 4 received a partial fill. Cycle 4 drain was completed on (B)(6) 2012 at 05:55:55 and the user's actual drain volume during cycle 3 was 2439 ml. The actual drain volume of 2439 ml is 152.4% of largest prescribed fill volume (lpfv) of 1600 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.